Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broke piece was still in the patient's body. Now the patient is fine and no untoward effect. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received:for clarification did the blade tip break off and not recovered? Was it left in the patient and is there a plan to remove the blade tip in the near future?the broken titanium tip was still in the patient¿s body. There is not a plan to remove the tip for the patient is fine now.